Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 13 mar 2008 to the present date 28dec2020 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.